Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked and leaked providone iodine. This issue was identified after the cap was connected the transfer set. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
He device was received for evaluation in an opened pouch. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. A crack was observed in the external part of the cap. The crack crossed the wall towards the internal part of the cap. The sponge was completely inserted and impregnated with povidone iodine. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.